Event description:
The physician was performing a precut sphincterotomy using a needle knife sphincterotome. It was reported that when the needle knife was extended, the needle tip detached inside of the pt. The detached portion was immediately retrieved using biopsy foreceps. The procedure was completed using another piece of equipment. The pt was reported to be in stable condition.